Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded and lcd lens scratched. The customer reported issue was able to be confirmed. The cause of the issue was found to be that the keypad pca dose button was flat and dirty. The keypad was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pca button is broken. There was no patient involvement and no patient harm.